Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The returned ipg was analyzed and there is no allegation against the device. With all the available information, boston scientific concludes that the ipg exhibited normal characteristics during the visual and functional examination. All impedance measurements were within the expected range on all ports. Therefore, this investigation is assigned a probable cause of no problem detected.

Event description:
It was reported that patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.